Event description:
The customer reported the patient was cannulated with the fenestrated tracheostomy tube in 2009. A nurse checked the cuff several times that night. After twelve hours of use (the next day) the cuff had a leak and was found deflated. The tracheostomy tube was removed and the patient was re cannulated with a new unspecified tracheostomy tube. On the same day the deflated cuff was found, the patient had a temporary convulsion and subsequently was stabilized. The doctor does not think the convulsion had been caused by the cuff-leak. The doctor checked the tracheostomy site (stoma) and found a granulation, and stated that it was not caused by the cuff-leak.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.